Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: charged coupled device (r-unit) is broken, the fibre bonding in the outer tube area (distal end) is damaged, the outer tube (thermistor) is broken, error b30, error 104 occurs and no image is displayed. A root cause could not be identified. Based on the results of the investigation, the most probable cause traced to component failure. The r-unit (charged coupled device) is broken and therefore the image is green. The video cable is broken and therefore error b30 occurs and no image is displayed should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the subject device had green image. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.